Manufacturer narrative:
Manufacturer's report date: 07/16/2014. (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The tubing came apart causing a slight decrease in the dose received. No report of patient harm or medical intervention. Although requested, no additional patient or event information was provided.